Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the ultraclean blade electrode, 1" with extended insulation for evaluation. On 14-mar-2017 the device was visually inspected in the packaging engineering lab at conmed and it was found that the seal transfer in the area of the complaint was bigger than 1/4 inch. There was an open spot in the non-production seal area (chevron side) created by the device. The open seal did result in a breach of sterility and appears to be shipping and handling related. The reported failure of "insufficient heatseal" has been confirmed. This lot was manufactured on 08-dec-2015. The manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 5,000 units, there are no other similar complaints received. A two (2) year review of product history for this device showed a total of 27 complaints involving 51 devices including this complaint. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging damage was obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. Although the risk documents address this failure mode, an investigation was opened to mitigate the sealing related hazards. To date, there have been no serious injuries or death related to this reported problem. The reported complaint issue will continue to be monitored through the complaint system. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk of insufficient heat seal. The IFU states: "sterility guaranteed unless package has been opened, broken, or damaged." As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, one (1) package containing the ultraclean blade electrode, 1" with extended insulation was discovered with "insufficient heatseal." In this instance, there was no patient involvement with this reported problem, as the "insufficient heatseal" was discovered during inspection at the distributor facility prior to distribution to an end-user.